Event description:
It was reported that the patient noticed irregularities with their pacemaker. The patient's pacemaker stopped working as soon as she charged the ipg implantable pulse generator. The patient's cardiologist assessed that the charging interferes with the pacemaker and that a revision surgery would be necessary. The patient underwent a revision surgery where the ipg was moved to the backside. Following this, everything was working correctly and the pacemaker was no longer disturbed.